Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg.